Event description:
Voluntary medwatch received states that a patient presented with under-sensing noted on the right atrial lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155317.